Event description:
Hi. Not sure if you can help me. I am doing some research on balloon catheter sheaths utilized in coronary angioplasty procedures. In 2004, my husband underwent a coronary angioplasty procedure, and the catheter sheath was left inside his right coronary artery. It was stented in place in his right pda and extends almost up to his aorta. They were unable to remove the catheter during open heart surgery and so they by-passed it. With the limited info I have been able to unearth so far, I don't believe these introducer sheaths are tested for long-term implantation inside the body. Of course we are concerned about chemical degradation, and long-term sequelae, specifically, autoimmune disorders and cancer. We are not so much concerned that it will break apart and travel, as his right coronary artery has now clotted off. Can you direct me to any available research on this topic, or give me additional contact info? In brief, patient had CABG 2000. In 2004, presented with angina. He underwent complex pci os distal rca, pda, and plb lesions: rca pda/plb-cypher; unsuccessful ptca ostial pda; taxus med/distal rca/plb. Patient told all went well. Send home. Next day- cp; increased cardiac enzymes. Cath films reviewed: patient told that a small fragment of balloon was retained since they saw radio-opaque markers. Cath report: no mention of catheter fracture. Medical mgmt rec'd. Patient re-evaluated at another hosp. Cath reviewed. Patient told that there was 15 cm of catheter retained in the rca. Patient underwent redo CABG to rca. Catheter fragment not removed. Rca graft subsequently occluded. Patient stable. Case settled. Patient's question is potential long-term hazards of catheter left in coronary artery. The likely fractured catheter is not identified in the cath report. [See scanned pages].